Event description:
It was reported that during a laparoscopic low anterior resection procedure, the surgeon had completed mobilization of the colon and inserted the stapler into the abdomen with a blue reload. The stapler was placed on the tissue and fired. After firing the stapler was attempted to be release yet the release button would not work. The knife manual return handle was pulled a few times to ensure the knife blade had returned to the start position. The jaws still would not release the tissue. The surgeon tried to pry the jaws open while pushing on the firing and closing triggers to the open position and pushing on the release button. The surgeon also tried to gently pull the tissue out of the jaws of the instrument. Eventually, the tissue was able to release from the jaws, however, the jaws of the stapler did not completely open. The staple line was in tact and a good staple line had been formed. The pt is doing well. Surgery was prolonged ten mins. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 03/23/2009. Info anticipated, but unavailable at this time.